Event description:
It was reported that during a ptca procedure in the mid left anterior descending, the deflation of the device took approx 40-50 secs. The contrast used in the procedure was 80% undiluted, which is contrary to instructions for use. Reportedly, there was no pt injury.